Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1) and an occlusion alarm occurred. Additionally, it was reported that the pump fill estimate was inaccurate. There was no reported impact to customer's blood glucose. Reportedly, customer had manual injections available as alternate insulin therapy.